Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging their onetouch verioiq meter read inaccurately low compared to a calibrated lab method. The complaint was classified based on customer service representative (csr) documentation. The patient reported that on the morning of (B)(6) 2014 he obtained blood glucose readings of ¿11.1 mmol/l¿ with the subject meter and ¿20.2 mmol/l¿ on a calibrated lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ accuracy criteria. The patient manages his diabetes with insulin. The patient reported that 1 ½ hours after testing on both devices they administered increased dose of 37 units of novorapid and 50 units of lantus insulin. It is not known if they administered the increased dose in response to the lab result. The patient reported developing symptoms of feeling weak and sleepy on an unspecified date after obtaining the alleged inaccurate low result. At the time of troubleshooting, the csr confirmed that the patient was using the correct testing procedure and that the meter was set to the correct unit of measure setting. The patient did not have the vial of test strips they used when they tested on (B)(6) 2014. The csr was unable to neither obtain the test strip lot # nor confirm the condition of the strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged product issue caused and/or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria and the issue remained unresolved at the time of troubleshooting.